Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that in an article published on cureus; a retrospective observational study was conducted to evaluate outcomes of photoselective vaporisation of the prostate (pvp) in catheter-dependent patients with benign prostatic hyperplasia. A total of 20 patients dependent on long-term catheterization or intermittent self-catheterization underwent the procedure between (B)(6) 2023 and (B)(6) 2024, at a tertiary center. Following the procedure, first-time trial without catheter (twoc) was successful in 15 patients, while 5 patients failed initial catheter removal. During 3 to 6 months follow-up, 16 patients remained catheter-free, whereas 4 patients experienced recurrent urinary retention requiring re-catheterization. No major perioperative complications were reported, though minor symptoms such as transient hematuria and dysuria occurred and resolved conservatively.